Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the necessary parts. The instrument was tested without further problem and was returned to expected operation.